Event description:
The reporter noted a labeling discrepancy, whereby the plastic envelope and device ¿sticky¿ labels recorded different expiry dates. The expiry date on the primary packaging foil and secondary packaging was reported as correct, while the expiry date on the ¿sticky¿ label was reported as incorrect. It was additionally reported that the device was explanted by the surgeon; however, the reason for explantation has not been confirmed. Reasonable attempts were made to obtain additional information regarding the event; however, no further information has been provided to date.

Manufacturer narrative:
The investigation into the reported event is currently ongoing. A supplemental report containing the complete investigation findings and conclusions will be submitted once the investigation has been completed.